Manufacturer narrative:
Findings: pump received with corroded battery tube, minor scratched display window, broken battery tube threads, cracked reservoir tube lip, missing end cap sticker. Pump received with blank display due to corroded battery tube.

Event description:
The customer reported via phone call indicating that the insulin pump had damage and blank display. Customer's blood glucose at time of incident was unknown. The customer stated that a battery exploded in his pump and doesn't stay powered on all the time. The customer was advised that the device would be replaced. The customer was advised to revert to a backup plan.